Event description:
According to information provided by the surgeon, this valve was explanted due to paravalvular leak. It was replaced with a sjm 23aj-501. The procedure was noted to be "uneventful" and the patient did "exceedingly well".